Manufacturer narrative:
Correction - section g3 - the report source "foreign" was ticked in error and should be replaced by "study".

Manufacturer narrative:
Correction: section g4 - the awareness date for the supplemental correction to g3 should have been (B)(6) 2020 instead of (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after the patient's implant on (B)(6) 2008 the right ventricular pacing lead impedance dropped. The right ventricular lead's pacing impedance remained at less or equal to the lower normal range but stable. Following an unrelated procedure for a generator change on (B)(6) 2012, testing on the lead revealed a normal pacing impedance. The lead was considered appropriate to continue to use for pacing and the impedance has remained normal since. No patient consequences were noted regarding this issue.